Event description:
It was reported that the pt was found in bed, unresponsive, with a faint carotid pulse, and dyspnea. Blood was noted on the floor and bed. The side port/hemostasis valve had disconnected from the sheath. It was suspected that the pt got out of bed unassisted, which caused the sheath to disconnect from the sideport. The pt was given two units of blood and was discharged 5 days later with no further complications.